Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving a notifier for high pacing impedance and high threshold. Fluoroscopy revealed clavicle crush on the lead. The lead was capped and replaced. The patient condition was good after the procedure.